Manufacturer narrative:
The cause of the archtiect cyclosporine imprecision is due to an interaction between the architect cylcosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that unexpected elevated architect cyclosporine results were generated for patient samples. While troubleshooting the issue, the customer pulled three previously tested samples and reran them. Patient sample #3 generated a result of 344 ng/ml. The sample had originally tested at 99 ng/ml. The elevated result was not reported out of the laboratory as testing was performed for troubleshooting purposes only. There was no impact to patient management.